Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred during a planned treatment/non-emergency treatment and the procedure was aborted. The procedure was completed by moving the patient to another room. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the generator issue blocked the fluoroscopy and cine runs shutting off. Review of the system log file showed that the x-ray generator errors 02wq, 02ww, 02hw and 02hh. The rse confirmed that as per log pattern, the problem with converters. The rse instructed customer to replace converters. The customer replaced the converter 8e velara. After replacement of the converter 8e velara, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system could not perform exposure and fluoroscopy run due to generator issue. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.